Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an eye tracker error where the patient's eye side, timing of the event and procedure type was unknown.

Manufacturer narrative:
Correction information provided in b.2., b.5. And h.11. Upon further review this complaint was reassessed and confirmed that, the eye tracker error occurred before laser ablation. Since there was no patient contact with the product, this event does not meet the criteria for reporting as a reportable malfunction. Therefore, no further regulatory reports are required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review this complaint was reassessed and confirmed that, the eye tracker error occurred before laser ablation. Since there was no patient contact with the product, this event does not meet the criteria for reporting as a reportable malfunction. Therefore, no further regulatory reports are required.